Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008. (B)(4).

Event description:
Information was received from an individual in the medical records department of an healthcare provider (hcp) regarding a patient with a non-functioning dilaudid pump. Indications for use included non-malignant pain and spinal stenosis. According to the operative report on (B)(6) 2015, preoperative diagnoses included: adjacent segment disease; medical history was otherwise not reported. Concomitant medications were not reported. According to the operative report, the patient had a painful retained non-functioning dilaudid pump; the patient wished to have it removed. What bothered the patient most seemed to be just the knot and suture over the periosteum posteriorly, and they did not like the fitting of the pump reservoir in their abdomen. On (B)(6) 2015, the pump and catheter were removed without complication. However, it was noted in the operative report that there was quite clear evidence of scar tissue tethering, but it appeared all the implants were removed. There was possibly the small part of silastic band that was not removed; retrievable from the connection between the spine and abdominal area, but should present no issue if there was in fact any catheter left. When the pain pump tube was cut and pulled through on the abdominal side, the hcp felt that, possibly, "there was a small piece that may have made all the way through and look for this piece at this time." The intrathecal catheter was then released completely and all visible pieces were then removed. This was also reported by the individual in the medical records department of the facility as "there was a fragment of the device unintentionally left in the body; it got stuck and they didn't want to keep digging for it. The patient was subsequently taken to the recovery room in stable condition; no complications were noted. Additional information regarding any drug in the pump, concomitant medications, medical history, reason/time-frame for the non-functioning pump, and confirmation of any retained device piece was requested. If additional information is received, it will be added to the event.